Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 34.1-34.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The (B)(4) coating was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 24.6-25.0cm from the distal end. The (B)(4) coating was intact at this location. External insulation abrasion was noted at 39.3-39.7cm from the distal tip, consistent with lead friction to the ICD can. The (B)(4) coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the lead was explanted and replaced due to noise. The patient's condition is fine following the procedure.